Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During follow up on a separate file, a peritoneal dialysis patient reported having a hernia. Patient stated the hernia was the result of an overfill. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient has several small hernias and that they were not caused by the patient¿s pd therapy. They were pre-existing conditions. Repair of the hernia¿s are intended but the patient opted to wait due to the patient¿s spouse medical condition (not a pd patient). To manage the hernias, the patient¿s fill volumes have been adjusted to compensate and to prevent exacerbation of the hernias. There was no allegation of a device malfunction.

Manufacturer narrative:
Clinical review: based on the information available, it is not possible to determine the cause of the patient¿s hernia. The patient was started on peritoneal dialysis on (B)(6) 2018 but the date the patient was diagnosed with hernia is unknown. Per the pdrn, the hernias were pre-existing prior to start of pd therapy. There is a temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s hernia. Hernia is considered a complication of peritoneal dialysis and the pathophysiology is based on the concept of increased abdominal pressure (mechanical effect) affecting a weak abdominal wall (metabolic basis),

Event description:
"."